Manufacturer narrative:
The investigation is still on-going. The results will be provided with a follow-up report.

Event description:
It was reported that during a case, the patient (paediatric/neonatal) was flipped on their side and the device stopped ventilation. Device was taken out of use. No injury reported. The unique device identifier (UDI) of the affected product could not be determined due to an incorrectly transmitted serial number of the device. We will discuss this again with the customer. If this attempt results in an UDI, we will submit this with the final report.

Manufacturer narrative:
The reported ventilator failure could be confirmed based on the log records. No indications for a device malfunction were found. The ventilator was stopped due to a pressure difference between pinsp and pexp. This condition can be caused by a sporadic high resistance in the patient hose. Possible root causes can be a squeezed hose, patient activity or repositioning of the patient as it was reported for the current case. The device reportedly stopped working after the patient was flipped on the side. The device has reacted on the detected implausible pressure situation as specified. The ventilator was stopped, accompanied by a corresponding "ventilator failure" alarm. Manual ventilation and the monitoring functions remain available to the full extent. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during a case, the patient (paediatric/neonatal) was flipped on their side and the device stopped ventilation. Device was taken out of use. No injury reported. The unique device identifier (UDI) of the affected product could not be determined due to an incorrectly transmitted serial number of the device. We will discuss this again with the customer. If this attempt results in a UDI, we will submit this with the final report.